Event description:
It was reported that the user experienced a blood glucose of 44 mg/dl after accidentally making multiple meal announcements on the ilet due to being unsure if they had already announced. The agent provided education on checking meal history to prevent repeated announcements consistent with a use-of-device problem. Symptoms included hypoglycemia. Outcomes included serious injury and the need for unexpected medical intervention in the form of oral fast-acting carbohydrate. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, and the event was attributed to user interaction with the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.